Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient experienced a skin reaction. The sensor was inserted into the leg on (B)(6) 2019. The patient reported experiencing a burning sensation at the insertion site followed by intense swelling post sensor removal. On (B)(6) 2019 the patient drove to the emergency room after discovering that the swelling had worsened overnight to about the size of a baseball. The patient was administered an IV with antibiotics and pain medication (name unknown). A blood test and culture were also performed by the ER nurse. The patient was discharged on the same day after all lab tests came back clean. At the time of contact, it was indicated that the patient was still experiencing swelling and discomfort at the site. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites. Talk to your hcp about the best site for you. No additional event or patient information is available.